Manufacturer narrative:
Although requested, the customer did not provide data including the alleged runs. Without data to review or reagent lot identified, only a limited investigation could be performed which did not identify any product problem. (B)(4).

Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated for the cobas® sars-cov-2 & influenza a/b (scfa) assay. A customer from the united states alleged that they received a potential false positive results for a patient¿s sample when tested using the cobas® sars-cov-2 & influenza a/b (scfa) assay analyzed on the cobas® liat® system (s/n (B)(4)). The customer reported that they observed a sars-cov-2 negative, influenza a positive and influenza b positive result when analyzed on the cobas® liat® system (s/n (B)(4)). The patient¿s same sample was repeat teste analyzed on a different cobas® liat® system (s/n (B)(4)) that generated a sars-cov-2 negative, influenza a negative and influenza b negative result. Patient sample was collected using nasopharyngeal and 3ml viral transport media. The customer confirmed there was no allegation of harm to the patient. The positive result was reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.